Event description:
It was reported that the fiber started forward firing during the photoselective vaporization of the prostate procedure. The fiber was removed, and it was noticed that it was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber started forward firing during the photoselective vaporization of the prostate procedure. The fiber was removed, and it was noticed that it was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber started forward firing during the photoselective vaporization of the prostate procedure. The fiber was removed, and it was noticed that it was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified a break in the fiber body at approximately 80.0cm distal to the connector, confirming the reported event of "broken". The fiber tip was otherwise in good condition, with no other defects. The metal cap exhibited moderate debris adhesion on the surface, indicative of prolonged tissue contact. A forward firing test was not performed, since most laser energy exits the fiber at the break. Therefore, the event of forward firing could not be confirmed. It is likely that the break occurred when excessive force was applied to the fiber during use.